Event description:
During a cerebral aneurysm coiling procedure, while the second coil was being placed in the aneurysm, it prematurely detached from the pusher wire. This resulted in the coil being partially deployed in the patient's aneurysm with the remaining segment in the delivery catheter. While trying to retrieve the coil, it fractured and only a portion of the coil was retrieved. In the end, the coil was left partially in the aneurysm with a portion outside the aneurysm in the parent artery (anterior cerebral artery). There was an acute clot (stroke) in procedure, the aneurysm rebled. The patient expired a week later after family made her a "comfort care" patient.